Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issue related to loss of communication between pump and transmitter as the pump alerted that the device could not be found. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed for communication issue however the issue could not be resolved. The customer was advised for the replacement of sensor. No harm requiring medical intervention was reported. No product return is required for mmt-5120d1.

Manufacturer narrative:
System is not accepting 2522 (failure to align) investigation findings code. Hence, mentioning it here. Type of investigation, investigation findings, investigation conclusions. 10, 2522, 4315. Received the following, one opened/used simplera sensor/serter in its "pre-inserted" state, and performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. Then proceeded to nikon microfocus x-ray system machine (xtv-160) the unit and found the actuation clips on the sensor carrier, inspected the insertion springs for any misalignment and none were found. Then inspected the insertion needle and found it to be bent inside the sensor in the serter hub. See attachment file for detail. Inspected the needle and it is found to be bent (squashed), and found the flex misaligned. See attachment file for details. In conclusion; the customer complaint of communication is not confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the insertion needle turned out to be damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.